Event description:
It was reported that an alaris pcu was used for demonstration during the site visit by bd¿s cpc and it alarmed continually during the demonstration for low battery. This was observed by bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.